Event description:
The customer reported the system displayed error code messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A loose usb connection was found and repaired. Also, the lemo connection was reseated. The system was then found to be operating as intended.